Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sutures pulled through. A second device was used to achieve hemostasis. There were no pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the pt had her neurostimulation system explanted due to an infection. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. The monofilament was returned loose and the needle tip was still attached to the rail end. A posterior cuff miss occurred because the posterior cuff was not engaged to the needle tip. Based on the investigation findings, the most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Patients anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also, a failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.